Event description:
It was reported that the left ventricular (lv) lead exhibited a slow steady increase in impedance with no variance noted. The lv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1388tc lead, implanted: (B)(6) 2004; 694758 lead, implanted: (B)(6) 2004. (B)(4).